Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented over a remote transmission with alerts for hv lead impedance exceeding the upper limit. The pacing lead impedance had also increased. Patient presented to the clinic in and isometrics were performed. Noise was present during isometrics. The lead was capped and replaced on (B)(6) 2016. Patient was stable throughout.